Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. However, unit received with cracked end cap. Unable to perform rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to cracked end cap. No compromised force sensor alarm. Pump was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. No history anomaly. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer does not remember if insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was appeared normal. Customer's blood glucose was 320 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. Please see the updates.